Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was pt says that ac power cord doesn't charge controller which started the last couple days. They said there is no visible damage to cord. Pt says controller port looks intact. They said the recharger (rtm) works to charge ins, but ac power cord feels loose when plugged into controller. During the call they took out battery pack (bp) and plugged in ac power cord and screen did not come on. The issue was not resolved. An email was sent to the repair department to replace the ac power supply.